Manufacturer narrative:
H.6. Investigation: one rubber bulb syringe was received and evaluated. It appeared the rubber bulb had some ink markings present that may be from a 10ml syringe as reported. It was observed there were noticeable deformations on the rubber bulb as if something was pressed against it for a period of time. No bd syringes were received so no defects can be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received.

Event description:
It was reported that the ink on the bd syringe luer-lok¿ tip scale markings was found coming off before use. The following information was provided by the initial reporter: "the ink from the 10ml syringe is coming off onto the bulb syringe."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ink on the bd syringe luer-lok¿ tip scale markings was found coming off before use. The following information was provided by the initial reporter: "the ink from the 10ml syringe is coming off onto the bulb syringe."